Event description:
Pt was brought to the ER with a (r) side tesio catheter in which the arterial extension had become disconnected and the pt had experienced blood loss. He was given (2) liters of IV normal saline and (1) unit of blood and has since recovered and is fine. The catheters have been removed and he is being dialyzed via a graft.